Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no problem was found. A technical support specialist (tss) remotely logged into the device via remote support service (rss) and reviewed logs that indicated a possible network issue around the reported time, though no disconnected mode icons were displayed on the screen. Data synchronization logs showed no recent errors, and no server was attached to the device or facility in rss, with no results found. The tss contacted customer and confirmed the issue was resolved, and the case was closed. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station was shown as disconnected, new orders were not flowing over, issue was discovered during medication pass. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.